Event description:
A facility representative a patient with loss of suction with one interface. There are multiple related reports for this facility. This report addresses a pi (B)(4) and additional manufacturer reports will be filed.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record (DHR) traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The review of logfile for the day of treatment shows all laser system functions were within specifications. The vacuum check and the energy check were performed successfully without issue. The ablation test was performed successfully and without problems, but the ablation test image is blacked out because the microscope illumination was not turned on, therefore the ablation test image does not show any steps between the orientation lines. The logfile shows that the user performed one energy check at system startup and then performed fourteen treatments without further energy check on that day. The reported treatment could be identified in the logfile. The treatment was aborted by user after the bcc (beam control check). Suction process was not started. Malfunction cannot be confirmed. No technical root cause could be identified. Review of the logfiles for the treatment day shows no relevant warning or error messages. The system was working within specification. The user restarted the treatment on the same day with a new patient interface and finished the treatment without any problems. No sample evaluation is required even if the sample is returned as the root cause has been identified during logfile review. No technical root cause was identified as the product was found to be within specifications. The root cause is user handling. The treatment was stopped by user and could be finished successfully using another patient interface. The manufacturer internal reference number is: (B)(4).